Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was having issues completing the 2.1 software update. The system was able to read all 3 discs, but at the end of the update, the system displayed "an error occurred during installation". There was no patient involvement. Troubleshooting was performed, the field representative (rep) confirmed stealth admin app 2.1 was installed, however, the application did not display. The rep confirmed the system was on operating system 2.0.3. The rep attempted to uninstall and reinstall the application, but the issue persisted.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The ssd was replaced and the system then passed testing. Codes b01, c07 and d02 are applicable to this analysis. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. The installer logs captured that the site tried to install stealth application 2.1.0 on issue reported date i.e. (B)(6) 2023. But, all the attempts failed. Codes b01, c10, d18 are applicable to this analysis. The ssd, lot number: s5j0ns0na02173p, was returned to the manufacturer for analysis. The ssd was tested and it wasn't able to load apps after logging into stealth. S.m.a.r.t data self-test reported no errors on the drive. Therefore the ssd only had software/os issues. Codes b01, c07 and d02 are applicable to this analysis. G0200803 is for the ssd, and g02008 is for the software. D9: the ssd was returned on (B)(6) 2023. The software logs were received on (B)(6) 2023. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9736411, lot number s5j0ns0na02173p; and 9735737, version 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.